Event description:
On (B)(6) 2010, this patient underwent a staged surgery for a chronic aortic dissection. In the first stage, aortic arch replacement was performed using a vascular graft. On (B)(6) 14, 2011, as the second stage, two gore® tag® thoracic endoprostheses (tgt3115/8594520, tgt2815/8335747) were implanted in the descending thoracic aorta, extending distally from the previously implanted vascular graft. Post implantation angiography showed a proximal type I endoleak. The physician decided to monitor the endoleak. The preoperative aneurysm diameter measured 53.2 mm. On (B)(6) 2011, follow-up CT images showed the type I endoleak persisted. The aneurysm diameter measured 59 mm. On (B)(6) 2011, a gore® tag® thoracic endoprosthesis was implanted proximally to the tgt3115 into the vascular graft to repair the endoleak. The endoleak resolved and the patient tolerated the procedure.

Manufacturer narrative:
Additional manufacturer narrative:the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Post implantation angiography showed a type iii endoleak between the vascular graft and the tgt3115 device. The physician decided to monitor the endoleak. The preoperative aneurysm diameter measured 53.2 mm. On (B)(6) 2011, follow-up CT images showed the type iii endoleak persisted. The aneurysm diameter measured 59 mm. On (B)(6) 2011, a gore® tag® thoracic endoprosthesis was implanted proximally to the tgt3115 into the vascular graft to repair the endoleak. The endoleak resolved and the patient tolerated the procedure.